Event description:
The following reported problem was reported to radionics that a dual-sided inter-hemispheric grid was implanted and the dr believes the product is wired backwards. No harm was done to the pt.